Event description:
Customer tested 109mg/dl and was experiencing hypoglycemic symptoms. Customer subsequently went into a seizure and the paramedics were called. The paramedics tested the customer at 63mg/dl approx 10-15 minutes after customer's result of 109mg/dl. Customer was treated with glucose tablets. No quality controls were used. Requested return of suspect system and replacement was sent. Info suggests incident occurred in the home.